Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 6950315, 510k# k052180 and (B)(4) approved for market in the us. (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: fracture dislocations(c6-c7) procedure: psf (posterior spinal fusion) levels: c6/c7 it was reported that post-op, while replacing the screw, it was found that the set screw implanted in the initial surgery was loose. Set screw was removed. No patient complications reported as a result of the event.

Manufacturer narrative:
Additional info: product analysis : visual and microscopic examination of the witness marks on both sides of the set screw center node suggest full tightening of the screw.